Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that over 3 years after reprogramming the rv lead had r-wave undersensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing non-sustained ventricular tachycardia episodes that showed t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming suggestions were given and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed and remains in use.